Event description:
Found during routine testing. The customer reported the device fails to user test and lights the "service" icon. There was no pt use associated with the reported event. Physio-control evaluated the device and observed a fault code logged into device memory that relates to the therapy pcb assembly. After the therapy pcb assembly was replaced and further evaluated by the physio-control failure analysis center, it was observed that the defibrillation output energy waveform was distorted and could cause incorrect energy outputs to pts.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The fault code could be reproduced by the failure analysis center but root cause could not be determined.